Manufacturer narrative:
The device currently remains implanted. Should we receive additional information, or the device is returned for analysis, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device currently remains in service. No adverse effects were reported.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. The device currently remains in service. No adverse effects were reported. Additional information: a request was sent to the field rep for an update to this event. It was indicated that after technical services reviewed disk analysis, no issue was found, and that the battery was functioning normally.

Manufacturer narrative:
Premature battery depletion was suspected. Additional information received from the field indicated that after disk analysis was reviewed, technical services did not find any issues with the device. The battery is functioning normally. The device remains implanted and in service. No adverse effects to the patient were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.